Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Three devices had dirty components. Three devices had misaligned components. Two devices had damaged components. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the brakes were unable or difficult to be engaged. Seven events had no patient involvement. One event it was not known if there was patient involvement.